Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 3. Results: 3.1 the history files were analyzed. According to the information from customer, the malfunction stated in the complaint occurred on the (B)(6) at 10:08am. The therapy "ulitva" was started on the (B)(6) 2021 at 09:40pm with a flow rate of 4ml/h (syringe b.braun ops 50ml was selected). The flow rate was set to 3ml/h at 03:24am on the (B)(6) 2021. At 10:00am a syringe change was performed on the pump and at 10:01am a new b.braun ops 50ml syringe was inserted and selected again. The plunger of the syringe was catched of the drive at approximately 40ml. The infusion was started at 10:02am with a flow rate of 3ml/h. At 10:03am the alarm "syringe not correctly inserted" occurred. Ten seconds later a syringe change was performed on the pump. At 10:04am the pump was removed from the space station. Four hours later the pump was turned off at 02:06am. 3.2: a visual inspection was performed on the pump. All cover caps of the housing pere present. 4 of the 5 caps for the upper housing were not complete in the housing. The pump was opened before investigation in melsungen. No technician seal or production seal were present. Upon visual inspection the outside of the pump appeared to be in an age-related condition (normal sings of tear and wear). 3.3: a long term-test was performed on the pump. No technical malfunction occurred during the test. 3.4 the delivery accuracy of the pump was checked (rate 5ml/h). The delivery accuracy (+0.87%) was within specification (+-2%) (according to en iso 60601-2-24). 4. Judgment: 4.1 the complaint is not confirmed. No technical malfunction occurred during the check of the pump. According to the history files, the alarm "syringe incorrectly inserted" occurred during the time of the incident. The infusion stopped automatically with the alarm. One minute before the alarm occurred, the infusion was started after a syringe change was performed on the pump. Ten seconds later a syringe change was performed on the pump again and the perfusor was removed from the space station. The pump was turned off. The reason of the alarm cannot find out during investigation of the pump. The alarm occurred when the syringe is removed by hand or drop of the pump during infusion. Furthermore, the alarm occurred if the syringe is not correct inserted also.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "over infusion" "according to the user, 25 ml of ultiva was infused between syringe change 10:08 and error message. 25 ml ultiva was infused. The normal delivery rate was set to 3 ml/h."